Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The 14fr esheath+ was returned with the introducer fully inserted and locked, the liner was fully expanded and the distal end open as designed, the suture was attached to the sheath hub, the liner had stretching approximately 1.25 inches from the distal strain relief, there was partial liner delamination 0.5 inches from the distal strain relief and 0.25 inches in length, and microscope pictures taken of the distal tip showed a distal tip split. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip split was confirmed based on evaluation of the returned device. Additionally, no deficiencies were identified in the instructions for use (IFU) or training materials, and no abnormalities were reported during device unpacking or preparation. Evaluation of the returned device additionally revealed presence of a distal tip split. Interaction with sharp or bulky calcified nodules within the patients access vessel can damage the distal tip. As such, available information suggests that patient factors (calcification) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by our japanese affiliate that during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra resilia valve, when inserting the 23mm commander delivery system into the 14f esheath+ there was strong resistance encountered in the partially expandable part. Propofol was injected into the sheath as a lubricant, the ds was then able to pass through the sheath. The valve was then implanted as planned. When withdrawing the ds, resistance was felt again around the partially expandable part of the sheath. The device was returned and initial observation by engineering revealed that the distal tip was split.